Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm no reservoir. Customer's blood glucose was unknown mg/dl. The customer stated that the device kept alarming no reservoir despite a reservoir being in place. The customer rewound the device and this cleared all the settings and check alarm history, found no alarms. The customer was advised to perform a self-test and passed. The customer was advised that we will send replacement.

Manufacturer narrative:
The insulin pump passed the functional testing including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no reservoir alarm noted during the occlusion test. The no reservoir alarm functioned properly during our testing. However, the insulin pump had a scratched case and cracked battery tube threads.